Event description:
According to the info received, the pt underwent asd closure in 2006. One year post-implant, residual shunting was observed. The following year, a second device was to be utilized to close the residual shunting; however, ice demonstrated the original device had embolized to the ascending aorta. The device was snared and pulled down to the iliac artery; however, the device would not retract through a 14f sheath. The device was removed surgically form the groin. It is unk if the defect was surgically repaired.

Manufacturer narrative:
Although the cause of the device embolization or the residual shunting could not be determined with the info obtained, an internal corrective action has been initiated to determine the root cause for device embolization. In addition, the amplatzer septal occluder IFU has been revised to include precautions on implantation of the device in higher risk pts for complications such as device embolization. Should add'l info and the imaging become available, the info will be reviewed and our findings will be forwarded. The following dates are estimated. Only the month/year is known: d,6, implant date.